Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. It was reported that when the mapping catheter was inserted into the sheath and aspiration was performed, an air bubble was drawn into the sheath. The air was able to be cleared by reinserting the catheter. However, air bubbles were later noticed again during post mapping. Despite this, the procedure was completed successfully with original device. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed by customer.